Event description:
Reporter alleged her blood glucose measured 420 mg/dl on her aviva system and she dosed 40 units of long acting insulin; however, her normal dosage is 35 units. Reporter stated within 1/2 hour of dosing the insulin, she began to experience hypoglycemic symptoms and she called the emergency medical technicians (emts) where their system measured 37 mg/dl. Reporter indicated she was not tested at the hospital; however, she was treated with a glucose IV. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect product, however, customer stated she threw the meter and strips away after the incident; therefore, no product will be returned for evaluation. Replacement product was sent.